Event description:
The customer reported oil mist coming from their unit. The customer stated that there were no physical complaints related to the oil mist. The asp field service engineer went to the facility and found the unit working to specifications with no sign of the oil mist.